Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident.a visual inspection revealed that the device was returned with cotton gauze wrapped around the tip. The anchor had been deployed, and the barbed threads near the distal end had been broken off. The inner plug screw had been fully advanced. There was significant debris on the insertor tip. A functional evaluation could not be completed in full since the anchor had been deployed. Reinsertion was not effective due to slight deformation in the anchor and the full advancement of the torque limiter. The torque limiter could be loosened and tightened as expected.a review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure:¿ rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessivecounterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ the torque limiter located at the proximal end of the handle is preset and should not be turned until the anchor has been fully seated and proper tension has been applied to the suture.¿ do not remove the retention suture from the inserter before the anchor is properly secured in the insertion site. The retention suture can be used to retrieve the anchor should it disengage prior to being inserted into the bone.a clinical investigation found that it was reported the surgeon spent some time removing the anchor out, and the surgeon eventually opened a new device. Since there was no significant delay reported, no further clinical/medical assessment is warranted at this time. Should any additional medical be provided, this complaint will be re-assessed.the complaint was confirmed. Factors that could have contributed to the reported event include early use of the torque limiter, application of torsion on the anchor while loading sutures, or disengagement of the anchor plug.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a rotator cuff repair, two ultrabraid sutures and two ultratape sutures from a healicoil anchor were slotted through the footprint anchor. We tied knots on the white suture passer of the footprint, passed two tapes first then two ultrabraids. This led to the implant becoming loose and came out from the device, we tried to slot implant back onto the device but it came out in the shoulder joint. We spent some time removing the implant out and eventually opened a new 4.5mm footprint which worked perfectly fine. No significant delay was experienced. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.